Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 10/17/2016 reportedly stating that noise noted on the rv lead. Noise was occuring every 2sec/ rv and ra leads were switched. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).